Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies other than small cuts on the insulation, attributable to explant damage. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was dislodged during a coronary artery bypass grafting procedure. It was successfully replaced with a new lead. No additional adverse patient effects were reported. This lead was returned and analyzed.